Event description:
A customer contacted beckman coulter regarding very low platelet (plt) results that were generated by the coulter lh 500 instrument. The actual printouts from the instrument were not provided. The plt results were not reported out of the lab. No additional information regarding this event was provided by the customer. There was no affect to patient as a result of this event.

Manufacturer narrative:
Investigation summary: qc was performed before and after the event. Per beckman coulter call center specialist recommendations, customer performed the following service to the instrument: checked connections to isoton container which was ok. Zapped apertures and then ran a sample; results looked better. Cleaned blood sample valve (bsv) and then ran a cycle with acceptable results. Per call center specialist, customer stated that cleaning the apertures and the bsv solved the problem. Dirty bsv and apertures may have contributed to this event. A malfunction will be assumed for the purpose of this report.